Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a bilateral case of increased light sensitivity one month post lasik treatment. Patient noted lipid rich artificial tears was not helping and sensitivity was getting worse. Reporter indicated topical steroid eye drops were increased. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The root cause could not be determined conclusively. (B)(4).

Event description:
Upon additional follow up, reporter indicated the patient issue is resolved and patient is doing fine.